Event description:
On (B)(6) 2009, the patient reported the up and down buttons on his insulin infusion device are not properly working. He stated he began to notice this 6 months ago. His device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.